Event description:
It was reported that during an lavh procedure the device would not work, trouble shooting was performed and the hand piece was switched out, but the surgeon did not want to use the device that had already gave him troubles, so a new device was used and the procedure was completed with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activation, and may result in blade "lockout " later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."